Manufacturer narrative:
The insulin pump was monitored for 24 hours and no constant tone or audio anomaly was noted. The insulin pump had multiple alarms in the history due to a corrupted history file. The insulin pump had minor scratches on the display window, cracked battery tube threads, cracked reservoir tube lip and a cracked case at a reservoir tube window corner.

Event description:
Customer reported that the insulin pump returned an error alarm. Customer also reported that the insulin pump had a beep anomaly, but the insulin pump vibrated during the self test and passed. Blood glucose level was 140 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.